Event description:
The customer reported during a patient transport the user entered an oxygen setting on the ventilator, but failed to connect the ventilator to an oxygen cylinder source, and the ventilator proximal pressure line was also not connected. The ventilator was alarming. The customer reported the patient expired.

Manufacturer narrative:
The manufacturers clinical manager evaluated the unit and found that there was a mis-assembly of the patient circuit at this incident. Also noted that a non philips branded humidification circuit was utilized; only ¿certain parts¿ were used. There was no problem found with the device. The hospital requested explanation and greater understanding of the implications of incorrect/misassembly of the patient circuit; plus, also for some additional insight into the nature and understanding of the alarm system and their definition. There is no suggestion on the hospital¿s part of any technical fault with the device. The customer reported during a patient transport the user entered an oxygen setting on the ventilator, but failed to connect the ventilator to an oxygen cylinder source, and the ventilator proximal pressure line was also not connected, and the ventilator alarmed. The customer reported that the issue was caused by an incorrect miss assembly of the patient circuit, and that no malfunction of the v60 ventilator was identified. The determination could not be made that the device failed to meet specifications, the device is used for treatment. The v60 ventilator was in use, and there is a relationship of the device to an adverse event. A technical response was provided and satisfactorily accepted by the customer. Nothing further was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
(B)(4): a follow up report will be submitted once the investigation is complete. The customer reported that the patient expired while on the unit due to user error. Device evaluation: the manufacturers clinical manager evaluated the unit and found that there was a miss-assembly of the patient circuit at this incident. Also noted that a non philips branded humidification circuit was utilized; only 'certain parts' were used. Patient/user involvement: the customer reported the unit was in use on patient and expired.